Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer stated that act button is not working. The patient was asked if recalls any significant events leading to the alarm and said no events. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.